Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting stomach during laparoscopic sleeve gastrectomy, the staple burst out while firing the fourth shot but was noted that the tissue was not very thick. The reload was replaced and fired slowly to complete the case. This resulted to extended incision but not more than 1 inch (2.54cm), extended surgical time of more than 30 minutes and extended hospital stay of 3 to 4 days observation.

Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted malformed staples were seen in the staple line of the excised tissue, and were protruding from the tissue. A loading unit was seen clamped on tissue. It was reported that the staples did not form as expected. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications." If information is provided in the future, a supplemental report will be issued.